Event description:
It was reported the physician placed the catheter into the pt's interscalene and was used without incident. There was a bit of resistance when the catheter was removed but the catheter was removed intact. When the catheter tip was examined, they did not notice the end of the wire to be present. As a result, an x-ray was performed and nothing was seen as being retained in the pt. At which time, they noticed the outer extrusion on the catheter appeared to be stretched over the tip of the catheter. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.